Manufacturer narrative:
A ge service representative performed an on site investigation. The hard disk was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a hard disk problem. The fe states that they could not save images to the system. There is no report of death or serious injury.